Event description:
The complainant reported a (B)(6) old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical. During support, the patient was suspected as enduring hemolysis, as evident by dark urine color. The pump was removed and replaced with an intra-aortic balloon pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.